Event description:
Customer's wife reported customer received a reading of 151 mg/dl from their freestyle freedom lite meter which was higher when compared to a hcp meter (24 mg/dl). Customer's wife also reported customer had one episode of seizure. Paramedics were called and they treated customer with an IV and gave customer oxygen. There was no report of diagnosis, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
During baxter service an eos alarm occurred during infusion causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.